Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation.

Event description:
It was reported that the patient is experiencing pain at the ipg site. The patient reports the pain at the ipg site radiates down her right leg. As a result, surgical intervention is anticipated to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg was moved to a new pocket on (B)(6) 2019. Therapy was restored post-operatively.